Manufacturer narrative:
Section b7: other relevant history corrected. Section d5: operator of device corrected. Manufacturer¿s investigation conclusion: the reported event of moisture within the modular connector cap was not able to be confirmed, as the modular cable was not returned and no photos were submitted for review; however, user error was able to be confirmed through the information provided by the site. It was communicated that the perfusionist was aware of sterile saline within the modular connector cap, and still pursued to cap the connector. The heartmate 3 instructions for use provide step by step instructions for proper use of the modular connector cap during the implant procedure. These instructions indicate that if the modular cable and/or the modular cable cap are wet, a clean dry sterile towel should be used to dry them. The root cause of the reported event was determined to be user error. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. D are currently available. Section 5 of the IFU, ¿surgical procedures¿ provides step by step instructions for proper use of the modular connector cap during the implant procedure. These instructions indicate that if the modular cable and/or the modular cable cap are wet, a clean dry sterile towel should be used to dry them. Section 6 of the IFU, ¿patient care and management¿ (under "caring for the driveline") and section 4 of the patient handbook, "living with the heartmate iii" (under "caring for the driveline") state to "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." This section also provides instructions on the application of the moisture barrier on the driveline management system which is necessary prior to showering. Section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarms as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies and the recommended actions associated with each. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the white cap on the modular cable connector had moisture inside pump preparation. Perfusionist pursued to cap the modular cable connector. Perfusionist was advised that we to not use the same cap that was exposed to sterile saline.